Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results siroforce no. 8001204468 sent in parts: charger measuring cable lip clip test plug diagnosis: no malfunction could be determined repair report: the device has been checked, no defects could be found all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. No injury occurred.